Event description:
The customer reported to baxter (B)(4) of a dehp free solution administration set with 3-way stopcock that did not stop when the solution bag was depleted. It is stated that the reported issue is observed with soft pouch. The set was used for an irrigation indicated in the ablation of an auricular fibrillation. The product administered was nacl contained in a soft pouch. The air vent cap was closed, and the set was connected on a transeptal way through a femoral access. There was no other infusion or other product administered at the same time. The reporter stated that this is a recurring issue. There was no patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer returned three companion samples for evaluation. A visual inspection was performed, and the reported condition was not confirmed. The evaluation of the samples concluded that the set is not designed to stop air inside the bag when the bag becomes depleted. The set does not contain an air stop filter, and these sets are not specified to include an air stop filter. The set functions as per its designed characteristics. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.